Event description:
It was reported that the user¿s caregiver contacted support with concern for hypoglycemia while using the ilet; review of device-reported glucose data showed no hypoglycemia, with glucose trending from 170 mg/dl to 138 mg/dl after a prior hyperglycemic excursion to 264 mg/dl that followed user-initiated treatment of a perceived low at 88 mg/dl. Customer care agent provided support that included review of available glucose data, confirmation of automated insulin suspension and education on factors that can contribute to low blood glucose. Investigation of this case revealed no device malfunction and consistent ilet behavior, with automated correction of hyperglycemia and no recorded hypoglycemia. No clinical symptoms associated with hyperglycemia reported. Outcomes included no injury, no medical intervention, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear regarding the transient hyperglycemia and concern for hypoglycemia, with user education provided. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.